Event description:
It was reported the case was broken by the ventricular setting where the cable is connected. The epg (external pulse generator) was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper and lower cases, ring cover, two side bail covers, and battery drawer are broken. Lcd (liquid crystal display) out of specification (gasket seeping out). Ventricle output connector is broken. Battery release, lead flex cover, battery flex, and heart lead flex are contaminated. Battery contacts are compressed. Ring and two side bails are missing.